Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger was unable to recognize a battery pack. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted u13 component. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving charger faults. The pt was issued a replacement battery charger/modem.